Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine (4 mg/ml), morphine (11 mg/ml), and fentanyl (2000 mcg/ml) via an implanted pump. The indication for pump use was spinal pain. It was reported that when the healthcare provider went to fill the patient¿s pump, they saw a message of a motor stall for 860 hours. Regarding the reason for the stall, the healthcare provider stated that the patient had an MRI in june. Per the healthcare provider, after interrogating 3-4 times, the logs did show it recovered. The caller verified that the volume taken out of the pump was 6.2 ml and the expected volume was 5 ml which, based on the refill interval, was accurate if the pump had been running the whole time. The agent review telemetry state with the healthcare provider.